Event description:
Additional information received reported the patient was undergoing the procedure to treat a 6.1mm middle cerebral artery (mca) aneurysm. Vessel tortuosity was moderate. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration. A continuous flush was administered and maintained during the procedure as indicated in the IFU. It was clarified that when retrieving the coil, it was stuck in the microcatheter so the system was removed together. There was no harm or injury to the patient associated with this event and the patient was noted to be recovering with no problem. After removal, it was observed the coil was elongated/stretched and the filament was exposed. The cause of the resistance was not determined.

Manufacturer narrative:
B5 updated with additional information received. H6 coding based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after passing through the hub, resistance was encountered at the proximal end of the catheter and delivery was not possible; when attempting to retrieve it, the catheter became stuck. The entire catheter was retrieved, and a new catheter was guided again. The coil did not smoothly extend from the introducer sheath. There was resistance when pushing out the sheath. The catheter was not damaged. There was damage to the embolization coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient was involved. Ancillary devices include a fg11150-0615-2x, 231819569 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.